Event description:
It was reported that customer experienced past occlusion alarms but did not indicate dates. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, therefore no additional information was obtained.